Event description:
Per email: inbound. Patient put new cassette on yesterday and this morning keeps beeping then will go into no disposable alarm eventually and this is happening on both pumps. No lot number available. Cassette not available for return. No further details provided.